Event description:
We became aware on 11/04/2021 that a sign fin nail implanted to repair a fracture was replaced due to a non-union with infection and pain. The fin nail was removed and an external fix applied. Later replaced with a 11mm x 340mm fin nail per the sign technique manual. Surgeon comment: "had a previous retrocalcaneal nail that was removed over 1yr ago due to infection. Changed to ext fix that was very unstable due to osteopenia."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.